Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii devices did not load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Lot history record reviews could not be performed as the product lot numbers are unk. Investigation results: the devices were returned to the factory for evaluation. There was no evidence of clinical usage or blood on the devices. Device 1 - the delivery device was returned outside of the loading device. The seal was extended outside of the delivery device. The tether had detached from the seal and the delivery device had a small dent on the distal end. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint for was confirmed for failure to load. Device 2 - the delivery device was returned inside of the loading device. The seal was located under the window and was bent and cracked. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. Device 3 - the delivery device was returned outside of the loading device. The seal was extended outside of the delivery device and remained anchored to the tension spring assembly. The green slide lock and white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load; however, it was confirmed for premature deployment. The results of our evaluation and a copy of the instructions for use have been provided to the customer. (B)(4).